Manufacturer narrative:
(B)(4). Batch # = n9082f. The analysis result of the er320 device found that it was received with the floor broken. In addition, the piece of the floor was returned in a plastic bag. It could not be determined what may have caused the damaged found. No functional testing could be performed due to the condition of the floor. Also, the jaws were inspected and they were found to be in good condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was not functioning properly. It started with a clip that over shot the tips and then he fired again. This is when a small triangle tip of metal came off the stapler. They were able to retrieve the metal and replaced the stapler. They finished the case without issue to the patient.